Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, or failed battery test alarms during testing. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit alarm. The customer's blood glucose was 290 mg/dl at the time of incident. The customer stated that they were unable to clear the battery out limit alarm. The customer stated that the batteries were not out of the insulin pump greater than duration allowed by the insulin pump. The customer stated that they were still unable to clear the battery out limit alarm after placing a new battery in the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.